Event description:
It was reported that the patient's atrial lead exhibited noise. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a partial lead (only distal portion) was returned in one piece, measuring 40.5/45.0 cm (outer insulation/outer coil). Dissected the lead and found the inner insulation was abraded in the suture sleeve tie region which caused the reported event of noise.